Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states we received the complaint from the market regarding leakage of the hub. Inspection showed the blue needle hub is damaged, cracked through.

Manufacturer narrative:
Submit date: 03/02/2017. The device history record (DHR) for lot 432891x indicates that there were no non-conformance reports (ncr)s issued against this lot. A photograph was provided with the complaint. Subsequently, there was one sample (needle only, hub cavity, no packaging) submitted with this complaint. The sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The reported condition is confirmed. The exact root cause could not be determined based on available information. A 6m root cause analysis determined the most likely root cause to be due to over-torquing the needle onto a more rigid coc syringe during the assembly process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user consults the instructions for use for guidance when attaching the device.